Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. The sample was evaluated and no pinch or blockage was observed. The catheter balloon was inflated with 10 ml of water using normal fill technique and the balloon was able to inflate in 10 seconds. The catheter was dissected and did not found anything to contribute to the reported problem. The balloon was deflated and reinflated again with quick fill technique and the balloon was deflated without any difficulty. The deflated balloon did not found anything to contribute to the reported problem. The device did not fail to meet the relevant specifications. A potential root cause for this failure mode could be manufacturing related due to operator error or mechanical error or thin rubberized layer or collapse lumen. However this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]: 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications]: 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver coated catheter." Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter balloon was difficult to deflate during the pretest. It was noted that the device was not used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate during a pretest,. The device was not used on the patient.